Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not alarm for upstream occlusion. The failure occurred at or before first clinical use, out of box failure(obf) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported "does not alarm for upstream occlusion" which could not be confirmed during testing. The device was tested for upstream occlusion and the occlusion alarm occurred within specification. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.